Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that a patient advocate noticed that this pacemaker system displayed a red call doctor icon on the communicator. Technical services (ts) was consulted and determined that the right ventricular (rv) lead channel exhibited high pacing thresholds and high out of range pacing impedances greater than 2036 ohms which caused a lead safety switch from bipolar to unipolar configuration. The measurements in unipolar configuration were within range and the physician opted to leave the lead programmed as unipolar and continue to monitor the system. It was suspected that the impedance issues occurred due to damage to the lead ring conductor. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that a patient advocate noticed that this pacemaker system displayed a red call doctor icon on the communicator. Technical services (ts) was consulted and determined that the right ventricular (rv) lead channel exhibited high pacing thresholds and high out of range pacing impedances greater than 2036 ohms which caused a lead safety switch from bipolar to unipolar configuration. The measurements in unipolar configuration were within range and the physician opted to leave the lead programmed as unipolar and continue to monitor the system. It was suspected that the impedance issues occurred due to damage to the lead ring conductor. No adverse patient effects were reported. This device remains in service.